Event description:
Related manufacturer report number: (B)(4). Related manufacturer report number: (B)(4). It was reported that a patient presented for a generator change. Device interrogation revealed high capture threshold on the atrial lead. Chest x-ray was performed and revealed dislodgement on the patient's atrial, right ventricular (rv), and left ventricular (lv) leads due to twiddler's syndrome. The physician elected to explant and replace the atrial, rv, and lv leads. The patient condition was stable.

Manufacturer narrative:
The reported events were dislodgment, twiddlers, and inadequate capture. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of the procedural damage.